Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retention tubes from the same lot number of the bd inventory were functionally tested and the issue of stopper function (stopper pop off) was not observed. Bd was unable to confirm the customer¿s indicated failure mode with the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was a stopper creep out or loose closure issue. The following information was provided by the initial reporter. The customer stated: "the caps are loose when removed and replaced onto tube. Caps become loose while putting tubes away after they have been run on an analyzer."

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was a stopper creep out or loose closure issue. The following information was provided by the initial reporter. The customer stated: "the caps are loose when removed and replaced onto tube. Caps become loose while putting tubes away after they have been run on an analyzer."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.